Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported last monday or tuesday, she was wearing the wafer for the 4th day (normal wear time is 2-3 days). She felt burning and changed the wafer. She stated it looked like the barrier had contracted and was constricting the stoma. She did not see any injuries to the stoma, the skin had redness extending approximately 1/8th to 1/4th of an inch from the stoma. She put on a 1 piece and still had burning so she went to the emergency department. When the pouch was removed, she stated they told her there was "pus". The end user stated she was started on an antibiotic and given paid medications which were doxycycline 100 mg twice daily (bid) and tramadol as per requirement (prn) and sent home. She denied any open areas to the skin or the stoma. When asked if the "pus" could have been the hydrocolloid barrier, she said maybe. She was currently using stomahesive powder and no sting barrier spray for the red areas with some improvement although she still had the burning sensation. No photo available at this time.